Event description:
Procedure type: liver resection. According to the reporter: the clips didn't tighten and scissored a vessel. The operator used a second instrument to complete the procedure.

Manufacturer narrative:
(B)(4).